Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon visual inspection of the picture, it was observed three syringes with parts of the implant inside. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/19/2019, mentor became aware that the patient also experienced breast asymmetry with ptosis post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation with a (left) 500cc mentor memorygel breast implant and a (right) 475cc mentor memorygel breast implant, suffered left breast implant rupture post-operatively. The rupture was diagnosed via MRI. The patient also reported having multiple sclerosis. The patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 7746378 sn: (B)(4) and (right) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 7658744 sn: (B)(4). This medwatch form is for the left breast prosthesis.